Event description:
Caller reported lancet protruding from fastclix lancing device cap. No adverse event reported. The device is not available for return, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.